Event description:
Purchased a twin pack of bausch and lomb bio true 20% more multipurpose contact solution on (B)(6) 2014. Box was sealed and inside the two bottles were sealed with the safety cellophane neckband. Removed the neckband on one bottle. Noticed that the top only had a spout, not the cover top shown on the packing. Checked to see if there was a piece in the box or in the cellophane neckband. Nothing was found. Compared first bottle to the unopened still sealed second bottle. This second bottle had a plastic cover that fit over the spout on the top of the bottle. Second bottle matched the bottle on the packing. Since the cellophane was removed from the first bottle, the solution flowed out if tilted. On (B)(6) 2014, called bausch and lomb customer service, kim took down the info and said she (b & l) would send me a mailing envelop to send empty bottle and box back to them. B & l, wanted details on product: bio true, 20% more solution twin pack, lot number, gl 3050, expiration date on (B)(6) 2014. Kim told me that b & l would looked into the lot number and checked to see if there were other problems with container. Will mail defective product back to bausch & lomb, u.s.